Event description:
It was reported that the patient had no communication. The last recharge was about 1 month previous. There was a por (power on reset) displayed. Additional information received noted that the patient's device was recharged in the healthcare provider's office for 3 hours; an impedance check showed all within normal range. The patient was now able to recharge normally and the por issue was resolved. As far as the reporter knew, the patient had no further concerns.

Manufacturer narrative:
(B)(4).